Event description:
Medication did not have stopper [device issue], medication leaked; medication came out from the syringe [device leakage], no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events device issue, device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 02-jan-2025, amneal pharmaceuticals received information from the patient via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. Additional non-significant follow-up information (#1) was received on 06-jan-2025 from the patient via a telephonic call. New information received included; detail description of previously reported event which was updated in narrative. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml (ndc: 70121-1480-1, batch number: 240076, expiration date: feb-2026, and serial number: (B)(6) (dose, frequency and therapy dates were not reported) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2024, the patient received a sealed medication box and on (B)(6)2024, she observed that medication did not have stopper and medication leaked. She mentioned that she had been using this medication since long time and never had this issue. On (B)(6) 2025, the patient further stated that medication was inside the syringe and the stopper was missing as there was no stopper at the end and the medication came out from the syringe. Last action taken with medroxyprogesterone acetate in relation to device issue, device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device issue, device leakage and no adverse event was unknown. The reporter did not provide the causality of events device issue, device leakage and no adverse event with medroxyprogesterone acetate. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 28-feb-2025. New information received includes qa investigation report, attached with this case. During the investigation it is confirmed that: the compounding, filling and visual inspection processes of batch 240076 were conforming. No record found in relation to the problem statement. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues inspection of particles and visible defects with no anomalies. Dose control ipcs reviewed and confirmed to be compliant. Stability results reviewed with no detected issues. Qc release testing (and specifically ccit, beak lose force and container content) reviewed with compliant results. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240076 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate in relation to device issue, device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device issue, device leakage and no adverse event was unknown. The reporter did not provide the causality of events device issue, device leakage and no adverse event with medroxyprogesterone acetate. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medication did not have stopper [device issue] medication leaked; medication came out from the syringe [device leakage] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device issue, device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2025, amneal pharmaceuticals received information from the patient via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. Additional non-significant follow-up information (#1) was received on (B)(6)2025 from the patient via a telephonic call. New information received included; detail description of previously reported event which was updated in narrative. The patient was being treated with medroxyprogesterone acetate injectable suspension 150 mg/ml (ndc: 70121-1480-1, batch number: 240076, expiration date: feb-2026, and serial number: (B)(6) (dose, frequency and therapy dates were not reported) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On 30-dec-2024, the patient received a sealed medication box and on (B)(6) 2024, she observed that medication did not have stopper and medication leaked. She mentioned that she had been using this medication since long time and never had this issue. On (B)(6) 2025, the patient further stated that medication was inside the syringe and the stopper was missing as there was no stopper at the end and the medication came out from the syringe. Last action taken with medroxyprogesterone acetate in relation to device issue, device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the events device issue, device leakage and no adverse event was unknown. The reporter did not provide the causality of events device issue, device leakage and no adverse event with medroxyprogesterone acetate. This case was considered as serious. The reportability of this case was expedited.